Event description:
During a premature ventricular contraction procedure, a noise issue occurred resulting in a delay. The catheter was inserted into the right ventricle and the third electrode did not display correctly on the ensite mapping system in navx mode. Additionally, the egm signals were noisy (3-4) on both the workmate claris and ensite systems. The catheter was exchanged for another of the same lot but the issue persisted. The tactiflex cable, ampere-to-ensite amp cable, tactisys quartz and ampere rf generators were all switched out to troubleshoot but the issue persisted. In voxel mode, electrode 3 was not visualized on ensite. The electrode was then hidden on the workmate claris and ensite in order to minimize the distraction for the remainder of the procedure. The procedure was completed with no adverse patient consequences. It was then concluded the issue was due to the ensite x amplifier.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and identified that channel 55 (ablation 3) was electrically open, which duplicates the reported symptom. It was noted that when pressure was applied to the port connector (up and down) channel 55 would become intermittent isolating the symptom between the port connector and the front plane. The field reported event was able to be duplicated by ic short testing. Based on the information provided to abbott and the investigation performed, the root cause was attributed to an electrical open between the ampere connect port and the front plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.